Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Maude report states: had rt revision (knee). Dr. Installed depuy revision in 2012. Received recall notice from FDA in march 2013. Started having problems around 2016. Went through all this steps. Finally got to doctor. I thought "great" because this is my third revision. Dr. Told me that I don't have the luxury to do this again. Just not enough bone left on tibia and femur. Possible tibia from cadaver. When started having problems with knee in about 2016. Cracking, popping, swelling, hurt bad. Icc and pain meds. Went to primary to get referral to doctor. Dr. Didn't feel qualified to operate to remove and to continue exam on me. Dr. Told me that a senior partner was there that day, dr. Being we are out of town, we waited until dr. Brought dr. Up to speed on my knees. X-ray, bone scan, blood work etc. At this time dr. Took over exam. After exam, his recommendation was to go home, come back in six months. His exact words were that he was afraid he would just make it worse. He called me as 50/50 chance that I would have worse range of motion and if infection sets in, he spoke in depth about amputation. I'm going to get a second opinion, apparently dr. At medical center in process as we write this to get appointment. I have post-op xrays from 2012 and 2016 to compare to show broken part. Have bone scan disc from (B)(6).